Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Around 4:30 in the morning the patient felt like he was going to vomit (nausea). The blood glucose reading was 92 mg/dl and the cgm reading was 212 mg/dl. The patient started to vomit and the son took him to the hospital around 4:00 am. At the hospital, his blood was tested and his reading was 612 mg/dl and the cgm reading was 110 mg/dl. The sensor was removed and the patient was treated with IV insulin. The patient was discharged after 3 hours and his blood glucose reading was 190 mg/dl. At the time of the report the patient was in good condition without any symptoms. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.